Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 2 years and 7 months post-implant, it was reported that the patient expired. The reported cause of death was ischemic stroke and the doctor reported that the pump was running as intended.

Manufacturer narrative:
The patient's age was not reported to the manufacturer. The approximate age of the device is 2 years and 7 months. It was reported that the pump was explanted; however, it would not be returned for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Manufacturer narrative:
The device was not returned for evaluation. A correlation between the device and the reported ischemic stroke could not be conclusively determined. Stroke is listed in the instructions for use as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.